Event description:
Device evaluation: the additional balloon testing carried out on the returned device confirmed that there were no problems with the balloon. The device passed negative purge and the balloon was inflated to and successfully maintained its rated burst pressure (16 atms) without issue.

Manufacturer narrative:
Evaluation results: (root cause cannot be determined). Evaluation conclusions: unable to confirm complaint. (Root cause cannot be determined). Conclusion not yet available- evaluation still in progress. (B)(4).

Event description:
A physician was attempting to deploy a resolute integrity 2.75 x 22 mm drug eluting stent to treat a 20 mm lesion in the cx vessel. It is reported the vessel had severe tortuosity, severe calcification and 95% stenosis. The device was removed from the packaging, inspected and negative prep was performed with no issues noted. It is reported resistance was encountered when advancing the device and following stent deployment the physician was not able to withdraw the balloon from the stent. Several failed attempts were made at withdrawal. The stent was eventually removed by passing a sprinter legend 1.5 mm balloon through the stent in order to dislodge the stent balloon from the deployed stent. No other devices were used in this procedure prior to the rsint device. There are no reported patient complications for this event. Device evaluation: the distal tip was flared indicating it may have been stubbed on advancement towards the target lesion. Initial mandrel movement succeeded without resistance. The stent was not present on the balloon and was not returned with the delivery system as the stent had been deployed to treat a lesion in the cx vessel. The balloon had been inflated and residue was visible in the balloon and inflation lumen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (lesion morphology- severe tortuosity and calcification, 95% stenosis). Failure to follow instructions (forced used). Conclusions: device failure related to patient condition (lesion morphology- severe tortuosity and calcification, 95% stenosis). User error contributed to event (forced used).